Event description:
It was reported that during a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The diffused lesion being treated was 90% stenotic and in the 1st diagonal artery (dx). The dr predilated the lesion with a 2.0 x 15mm sprinter balloon. After predilation the dr successfully deployed a taxus express2 2.25 x 24 mm drug eluting stent at 12 atms for 20 seconds. Upon withdrawal the dr felt the balloon was sticking to the stent, thus extra force was needed to successfully remove the stent delivery system (sds). No pt injuries or complications were reported. Pt status is reported as "fine."